Manufacturer narrative:
B3/d10: the event occurred on may 2 and may 3, 2025. E1: initial reporter postal code: (B)(6). H4: the lot was manufactured between june 21-22, 2024. H11: two devices were received for evaluation; one device containing 70ml of fluid in the bladder, and the second sample was received without containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. Both infusor samples were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors underinfused during patient infusion via a peripherally inserted central catheter (PICC). The devices contained 4000mg ceftriaxone in sodium chloride 0.9% having a total volume of 240ml. The devices ran for 24.5 hours and 24 hours respectively. There was no report of patient injury or medical intervention associated with this event. No additional information is available.